Event description:
The patient's implantable neurostimulator (ins) was confirmed to be flipped. The health care professional (hcp) opened the pocket and flipped the ins right side up. There were no complications. The ins was not overdischarged and was fully recharged to 100% in "pacu".